Manufacturer narrative:
The tip cover in the provided image exhibits tearing in the clear portion of the accessory, and potentially extending into gray material as well. The clear portion of the accessory appears to extend onto the blades a bit more than expected, a potential cause could be due to under-installation. However, there could be an issue with the cover that could result in it sitting this way, and the accessory would need to be returned to inspect the cover. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover broke at the end. No fragment fell into the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: during use, the accessory broke off at the tip. The incident did not involve a fragment falling inside the patient. The mcs tip cover accessory appeared to be installed properly. No part of the orange surface was visible after the tip cover was installed. It was installed as instructed during previous training. The installation tool was used. No electrolube or lubricant was applied to the mcs instrument prior to tip cover installation. The damage was to the clear portion. There was no arcing in the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tearing at the mouth on the distal end. The tear is axially aligned with the tip cover and measures approximately 0.0255¿ in length. There are no signs of thermal damage present at the end of any tears. The mcs instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip. The complaint was confirmed by failure analysis. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions. These stresses can lead to excessive wear resulting in tears. This issue can be resolved by using an alternate tip cover accessory to complete the procedure.

Event description:
Refer to h11 for follow-up information.